Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system encountered repeated c-34 activation interrupted messages on the integrated electrosurgical unit (iesu/erbe). The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 09-jun-2022: the customer was unable to resolve the energy activation issue and the procedure was continued without using the erbe. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. The iesu was placed on an in-house system and was run in normal mode. The failure analysis investigation confirmed the customer reported complaint. The root cause of the issue was determined to be a component failure. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by technical support and confirmed error 25913 (c-34) indicating high frequency voltage too low related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk3438. This complaint is considered a reportable malfunction event due to the following conclusion: the iesu was abandoned after the start of the procedure due to repeated c-34 activation interrupted messages. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.